Event description:
The initial information received from the facility was anecdotal in nature. On (B)(6) 2012, the facility provided information on five individual healthcare workers (hcw). The effective alert date is (B)(6) 2012. A customer reported that since the acquisition of a heating pad used with the cidex opa solution, the associates working in the gi department have noticed "sensitivity reactions" (including severe headaches, wheezing, eye redness and congestion). The reporter stated that the cidex opa has been reaching temperatures as high as 90 degrees. The customer was advised that 90 degree temperature is excessive. Approximately 2 gallons of cidex opa is used in a tray/basin that is partially open due to the scope buddy tubing hanging out of the container. The cidex opa solution was temporarily moved. The facility reported there were other chemicals (rapicide pa and hydrogen peroxide) in the room at that time. The director of product safety and risk management at the facility investigated the issue and found the air sampling results were well under the exposure rates that are permissible and do not indicate that the cidex opa was involved. She states that the situation is an error on their (the facilities) part [an error in the manner that the cidex opa product was stored as well as the ventilation in the room]. The room was described as a small self contained cleaning room. The air supply was 22.2 air exchanges and the return 2.9 air exchanges per hour through the hvac. The room is being engineered for a new direct exhaust system.

Manufacturer narrative:
This report is being submitted for healthcare worker (2 of 5) whose symptoms included coughing, throat burning, runny nose, tearing and eye burning when working in the gi lab. The symptoms resolved within in 24 hours. She did not seek medical attention. The facility reported that "the users are doing ok at this point in time". The healthcare worker's relevant medical history, specifically related to allergies, is unknown. Allergy testing was not performed. The hcw's exposure to cidex opa was a 6 month period with the lid open and the solution heated. She did wear gloves and eye protection. In the event additional information is received a supplemental medwatch report will be submitted. (B)(4) - coughing and runny nose. This is two of five 3500a medwatch reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00049 and 2084725-2012-00051; 2084725-2012-00052; 2084725-2012-00053 and 2084725-2012-00054.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for cidex opa during (B)(4) 2011 through (B)(4) 2012 for the product and problem code 'hr-headache' showed a total of (B)(4) complaints and no significant trend was observed. Complaint history trending for cidex opa during (B)(4) 2011 through (B)(4) 2012 for the problem code 'hru-respiratory reaction' there was a total of (B)(4) complaints open in the past (B)(4), which does not constitute a significant trend. Complaint history trending for cidex opa during (B)(4) 2011 through (B)(4) 2012 for the problem code 'hr-eye reaction', there have been a (B)(4) complaint files opened. The (B)(4) complaints opened in (B)(4) 2011 are related to one event, and the (B)(4) complaints opened in (B)(4) 2012 are related to this one event and no significant trend was observed. The fmea (failure mode effects analysis) score for user exposure is below the threshold of (B)(4). The shuma (system hazard use misuse analysis) has been assessed a (B)(4) - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar issues and the hazard/risk index is none/negligible. There was no product returned for investigation. The lot number was not provided for a batch review. The facility reported that the cause of this event is due to incorrectly storing/heating the cidex opa and inadequate ventilation. The cidex opa solution has been moved to an area with adequate exhaust. The facility is restructuring the room for a new exhaust system. Asp provided the customer a copy of a customer letter titled, opa ventilation requirements. The letter states, "it is important to note that failing to use cidex opa solution without proper ventilation or engineering controls may result in an allergic reaction, urticaria (hives), or a rash. Use of cidex opa solution without proper ventilation may also result in irritation to the respiratory tract and eyes, stinging sensation in the nose and throat or difficulty breathing. Please refer to the cidex opa solution (B)(4) and instructions for use (IFU) for more detailed information. To ensure that ventilation is appropriate and adequate for your facility when using cidex opa solution, asp recommends that you work with your facilities and industrial hygiene personnel to determine the air exchanges required in your work area as required by your state agencies. The amount and type of ventilation required can vary depending on how your reprocessing area is designed and used. For general guidance, your facility's industrial hygiene personnel may refer to the (B)(4), which is based on the (B)(4)".